Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 57-year-old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The cp was used in combination with the automated impella controller (aic). The pump-aic were supporting when on day 17 there was a controller error. The team replaced the aic and support proceeded for 2 more days, was then explanted and bridged to the left ventricular assist device (lvad). The aic replacement will be reported for temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
B1: added product problem, this was omitted from the initial in error. D1: updated devices brand name. D9: added the devices return information.